Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the front I-beam ring missing the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed and the knife blade was found to be buckled. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart. The device was disassembled and the slotted knife was slightly deformed. The slotted hole was not large enough to allow the roller to fit throught. Inside (concave) side appears to have come off first.

Event description:
It was reported that during an abdominoplasty procedure, the surgeon describes it as the knife "hacked" its way forward and then "refused" to be moved forward. It was not possible to move the knife forward even though the activating button was totally pressed in. They toss the first instrument and begin with another one but experience the same problem. Ligasure was used to complete procedure. No patient consequence reported.